Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a paroxysmal atrial fibrillation ablation procedure, a pericardial effusion was noted in the recovery room. A pericardiocentesis was performed and the patient and was sent to the cardiac intensive care unit with a drain in place. The physician felt the pericardial effusion was due to the transseptal puncture. There were no performance issues with an abbott devices.